Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that ever since they had the ins they've had a problem, so they will be having the ins removed. Pt asked if anyone reported side effects of swelling in their feet and legs; pss reviewed requested information with the pt. Pt stated that they had problems with their feet swelling and their legs hurting really bad since they've had the ins.pt stated that when they turned the ins off the symptoms seemed to go away. Pt stated that they were recharging the ins this morning since they hadn't had the device on for a couple days and that they were watching their feet swell up; pt stated that it was like watching a balloon blowing up in both of their feet; pt stated that their feet were big from the swelling and that they were bigger from what they were this morning. Pt stated that they never had swelling in their feet or ankles and that they had seven or eight back surgeries but they never had any kind of swelling in their feet. Pt stated that they had gone to urgent care and that urgent care said that maybe the swelling was from the hot weather; pt stated that their feet never swelled like that from hot weather, so they knew that the hot weather was not causing the swelling. Pt stated that they were suffering and that they also had chronic back pain. Pt stated that they went to see a pain doctor last week who then referred them to a surgeon. Pt stated that they have an appt on july 18th with the surgeon to have the ins removed; pt stated that they were going to try and get in sooner though.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.